Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned timeouts in pulse widths and an alarm that indicated a processor error occurred. The first priming sequence ended later than expected at 49 pulses, although this did not affect the function of the device. The cause of the late completion of the first priming sequence could not be determined. Inspection of the device found the exposed portion of the soft cannula bent. Although this damage was observed, it cannot be determined when or how this occurred. The distal tip of the soft cannula was also found not within its design specifications with no evidence of stretching, tearing or tampering. This indicates a manufacturing error occurred with the soft cannula. The front and rear sma wires were measured to be outside of their specified resistance. Grinding between the rotational sensor spring and commutator cap was observed in the form of metal shavings under where the commutator cap sits in the chassis. Further inspection found an excessive inward bias of the ground rotational sensor spring, indicating that the rotational sensor spring was incorrectly installed and led to grinding on the commutator cap. No evidence was found that would result in a processor error occurring; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to around 480 mg/dl. The patient treated the hyperglycemia by applying a new pod. She received an error code.